Event description:
It was reported that the customer's blood glucose (bg) level was low (thought to be due to insulin stacking). Reportedly, the customer attempted to record bg level into the pump and inadvertently entered the bg value into the gram field. Customer delivered the bolus but was able to cancel the bolus immediately. At the time of the report, customer's bg level had improved from 43 mg/dl to 60 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.